Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficulty positioning the device and slda appear to be related to patient anatomy. A cause for the reported unchanged mr cannot be determined. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report incomplete coaptation. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and calcified leaflets. An xtw clip was inserted and deployed on the mitral valve. It was noted positioning was difficult due to the anatomy. A second clip was inserted. However, during manipulation of the second clip, the first implanted clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The second clip was then deployed. To stabilize the slda, a third clip was implanted. Mr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.